Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
It was reported that the patient presented with a red & swollen left knee due to a fall. The patient has a lcs total knee replacement in that knee and the surgeon suspected either a fractured patella or torn tendon. The surgeon opened the left knee capsule, removed the lcs metal-backed patella, re-drilled the three peg holes, and cemented on a new, size large, all-poly, lcs patella implant. He then reinforced the patella tendon with fiberwire suture, irrigated the wound with copious amounts of saline and irrisept, performed a range of motion exercise, and finally, closed the wound. Because this was a recent traumatic injury, the surgeon did not suspect infection and he did not send joint fluid or tissue specimens to the lab. The patient was generally healthy with few allergies and/or co-morbidities. Doi: 8 years ago; dor: (B)(6) 2019, left knee.